Event description:
It was reported that the pump touchscreen was unresponsive. The customer reverted to manual injections for insulin therapy. The customer continued to use the pump for insulin therapy.